Event description:
When giving a flu shot, vaccine leaked at the needle/hub connection. Rn attempted to remove and it came apart leaving needle in arm. Removed needle and vaccine was redrawn and given with another syringe. Another similar event occurred last month. All products with this lot number were removed and the vendor has been contacted.